Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 2.75 x 8 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the stent delivery balloon. A compliant balloon catheter was then advanced inside the stent and deployed at the point of embolization in the proximal circumflex artery and the procedure was completed. No patient complications were reported and the patient's status was fine.